Event description:
The physician felt strong resistance attempting to advance an endeavor resolute drug-eluting stent to the lesion at lad with 90% stenosis and then noted that the tip was deformed. The physician treated the patient with another stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared, indicating that it may have been stubbed during advancement. A number of struts on the 5th and 6th proximal stent segments were raised and overlapping. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (deformation). Patient's condition affected effectiveness of device (lesion morphology) - 90% stenosis. Failure to follow instructions (excessive force used). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 90% stenosis. Inherent risk of procedure - (deformation). User error contributed to event (excessive force used). (B)(4).